Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to reporter, during the procedure, the device was difficult to open. Replaced with new similar device and it worked fine which completed the procedure. There was no patient injury.